Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the sixth to seventh segment of the left anterior descending artery. A 24 x 4.00 promus premier drug-eluting stent was advanced for treatment, but failed to cross the lesion. The device was withdrawn; however, the stent struts were lifted up when pulled back. The procedure was completed with another 24 x 4.00 promus premier drug-eluting stent. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 4.00 mm stent delivery system was returned for analysis. The device was returned with the stent damaged on its entire length. Stent struts from the mid to distal stent regions were lifted from their crimped position and pulled distally over the distal balloon cone. Stent struts from the proximal region of the stent are moved on the balloon proximally covering the proximal markerband and balloon cone. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon could not be reviewed as the stent was covering both balloon cones. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the sixth to seventh segment of the left anterior descending artery. A 24 x 4.00 promus premier drug-eluting stent was advanced for treatment, but failed to cross the lesion. The device was withdrawn; however, the stent struts were lifted up when pulled back. The procedure was completed with another 24 x 4.00 promus premier drug-eluting stent. There were no patient complications reported and the patient was stable.